Event description:
It was reported the patient experienced several episodes of syncope, and evidence of exit block in the ventricular channel was observed four times. No root cause for the exit block was found, so both the device and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed. Three sets of setscrew marks were observed on the is-1 pin, and one set was too proximal, which indicates the lead was not fully inserted into the device. No anomalies were found.